Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 13. Details of surgery: sinus augmentation and immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.